Manufacturer narrative:
A technical review by a product support engineer determined that the m 2000rt block drive assembly failure was caused by electrical arcing or a short circuit. The overheating was due to the thermal degradation of the electrical component and associated insulation which caused a small amount of blackening or soot marks.

Event description:
The abbott m2000rt is part of the m2000 realtime system and is for real-time pcr amplification and detection of nucleic acids. A customer in (B)(6), reported an error code display during initialization of the m2000rt instrument. The abbott field service engineer visited the customer site as a follow up to the customer report and observed a charred mark and some damaged components on the block drive assembly interface. The fse replaced the block drive assembly. There was no injury caused by this incident.